Event description:
Legal claim with operative report states that patient had significant pain on his right side, as well as a right-sided limp and decreased range of motion and possible synovitis. An MRI on (B)(6) 2010, revealed fluid around the femoral stem and right hip effusion. Aspiration revealed no growth by culture, but cell count revealed high count red and white blood cells. During revision surgery on (B)(6) 2010, it was noted that there was no evidence of infection. Metallosis was found with some metallosis debris at the trunnion interspace noted. The cup was found to be loose.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.